Manufacturer narrative:
A philips product support engineer (pse) examined the mp30 log and piic alarm audit log this incident. The mp30 monitor log, for the time period in question, contained no entries, meaning that no hardware or software errors are shown to have occurred during that time. (Indeed, in that device log, the pse found only one reboot entry, which was from 2017). Consequently, there is no evidence in the monitor log of a hardware or software error causing the device to go offline. There is insufficient data available to philips for philips to identify the cause for the mp30 having gone offline. Nonetheless, according to the provided device logs, no faults were found in the devices that could have contributed to the mp30 going offline. The piic alarm log shows that the mp30 provided alarms up until the moment that the mp30 went offline at 18:05. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019 at 18:04, the monitor turned off while in use on a patient. The customer has reported that, at the time the monitor was turned off, the patient was awake, alert and well. The patient was found at 23:00 to be unresponsive and, upon cardiac check by the hospital staff, he was asystole. The patient died.